Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the rewind/load step. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings:a review of the black box showed evidence of call service 064 alarms occurring. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no errors, alarms, or warning occurring. The complaint was confirmed in the black box but was not duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.